Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the tubing caused air in line alarms. The nurse stated that they have experienced air in line alarms with no visible air in the tubing. No additional information was provided.

Event description:
It was reported that the tubing caused air in line alarms. The nurse stated that they have experienced air in line alarms with no visible air in the tubing. There was no patient harm. No additional information was provided.

Manufacturer narrative:
***Upon clinical review of this file, revised global reportability tab to non-reportable as nuisance alarms are not reportable if the alarms do not impact the delivery of the medication or fluid to the patient. Generally, nuisance alarms can be resolved with troubleshooting measures to maintain the infusion without affecting the therapeutic effect. There was no report of adverse effects caused to the patient from the event, therefore this file is revised to non-reportable.***

Manufacturer narrative:
Supplemental created to update b5 and h6.

Event description:
It was reported that the tubing caused air in line alarms. The nurse stated that they have experienced air in line alarms with no visible air in the tubing. There was no patient harm. No additional information was provided.